Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). Investigation: level a investigation. Customer returned (3) loose 3/10cc, 6mm syringes all filled with approximately 8 units of a cloudy liquid inside the barrel. Customer states that the plunger wasn¿t able to be pushed down. All returned syringes were tested and all plunger rods were able to be depressed without any observed defects. A review of the device history record was completed for batch # 7023681 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that after drawing up insulin into multiple bd insulin syringe(s) with bd ultra-fine¿ needle, the plunger was difficult to press down not allowing medication to be administered. There was no report of exposure, injury or medical intervention.